Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved a large automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. For both of the events, a field representative went onsite to evaluate the device and did not identify a specific root cause. Further investigation by the manufacturer did not identify a specific root cause for the event. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes <noe>2</noe> malfunction events where erroneous results were generated by the modular ise analyzer. For both events, the specific number of erroneous results for ion selective electrode (ise) sodium, ion selective electrode (ise) potassium, and ion selective electrode (ise) chloride were not known. It was stated "well over a thousand results" were involved. The patients' ages ranged from 1 to 100 years. The patients' weights and genders were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.